Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm and battery failed alarm 3rd time after battery change. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting but still issue persist. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w version = 6.7w. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 53 and failed battery test found on 01-aug-2022. Pump passed displacement test, self test, active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 53 in pump downloaded history on 07/28/2022 at 17:53:33.000 with line number = 5706 and file number = 632 due to a hardware anomaly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed battery failed alarm on 07/28/2022 at 17:53:36.000 due to customer's faulty aa battery. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. Battery tube was inspected and no anomalies were noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and keypad overlay texture damage. Pump error 53 confirmed due to a hardware anomaly. Failed battery test was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been corrected and provided in this report.

Event description:
The device was returned for analysis.